Event description:
It was reported that a spectrum infusion pump alarmed system error 322. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation cold not reproduce the reported symptom system error 322 alarms. Review of the event history log confirmed the reported symptom system error 322 alarms. The evaluation found that the upper latch switch bracket screws were loose, allowing the upper latch switch to move in and out from the upper door latch. The loose screws trigger an intermittent open/closed switch connection, which is known to cause system error 322 alarms. The upper auxiliary assembly, which contains the loose screws, was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.